Event description:
This customer disagrees with a 12-lead ECG interpretation. There was no negative impact to the pt.

Manufacturer narrative:
(B)(4): this customer disagrees with a 12-lead ECG interpretation. There was no negative impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.